Event description:
A customer reported experiencing intermittent cartridge alarm 30 over the past four months, with the frequency of the alarms increasing recently. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to use multiple daily injections as a backup therapy to ensure insulin delivery and was shipped a replacement pump with updated software. The customer understood all instructions provided, including how to put the old pump into storage mode and return it using a pre-paid label within 10 days.